Manufacturer narrative:
(B)(4). Additional information: the el5ml device was returned for analysis partially cycled with a clip within the jaws. The jaws were inspected and they were found to be in good condition. In an attempt to replicate the reported incident, the cycle was completed and one clip was formed as intended. In the next actuations six conforming clips were fed and formed as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how were clips not fed into jaws of device properly? --- sorry, there was no detailed information. Did clips feed sideways,? --- no information. Did clips slow feed? --- no information. Did clips partially feed or not feed at all? --- no information.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not fed into the jaws properly since the jaws were out of alignment. The device was used on the blood vessel. It was unknown which firing of the device this event occurred on. Another device was used to complete the case. There were no adverse consequences to the patient.